Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a broken connector. The patient indicated that a different pump case than the one provided was being used. When changing supplies and removing the ilet from the case, the connector was found to be broken into two pieces. The patient was able to remove the broken connector from the ilet and successfully change supplies. There was no impact on blood glucose levels. The broken connector and packaging were discarded, so the device and lot number were not available for investigation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.